Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instruments. An immucor field service engineer performed the unexpected reaction checklist on the neo. All settings and results were within specifications. Abo and 3 cell qc tests were performed to verify instrument operation. The instrument is operating as expected.

Event description:
A customer reported obtaining unexpected negative reactions on galileo neo 90332.